Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one bent grip at the base, causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The conductor insulation is damaged. Additional observation related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage. The grip tip is bent at the base. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm force bipolar instrument wrist was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing reported. No patient injury reported.